Event description:
In 2008, the lay user/reporter in another country, the patient's husband, contacted lifescan (lfs) alleging the one touch ultra easy meter was giving the error 5 error message and that he was unable to program the calibration code number. On april 18, 2008 the technical service representative (tsr) spoke with the patient to obtain and verify information. For approximately two weeks, the patient obtained the error message error 5 on the reported meter; she was unable to obtain a blood glucose reading during this time. On the morning of original date, the patient attempted to test her blood glucose level but obtained the error 5 error message and did not obtain a blood glucose reading. At that time, the patient was experiencing the symptoms of 'feeling a bit sick' and lethargic. The patient chose not to eat her breakfast and take her usual dose of insulin, as she wanted to obtain a reading prior to consuming a meal. At 1:30 pm, the patient began to experience the symptoms of blurred vision and feeling faint, which are the patient's usual symptoms of hyperglycemia. At 1:50 pm, the patient took 32 units novomix insulin and consumed grapes, a banana and tea, and felt better 10 minutes later. At 2:20 pm, during the troubleshooting telephone call, the patient obtained the blood glucose reading of 11.9 mmol/l (214 mg/dl). She did not seek medical attention. The patient takes 32 units novomix insulin twice per day, and adjusts the dose based on meter readings. Her expected blood glucose levels range from 5.6 mmol/l to 6.8 mmol/l (101 mg/dl, 122 mg/dl). The patient had no backup meter. During the troubleshooting telephone call, the tsr determined the patient's meter was programmed for the correct calibration code number. The tsr also determined the patient's testing technique was incorrect, which was contributing to the error messages. The issues were resolved with training and patient education. The meter and test strips were replaced. The patient was incorrectly applying the blood sample to the test strips, contributing to the error 5 error message. This issue was resolved with training. However, the patient allegedly became hyperglycemic while attempting to the use of the reported meter, and received treatment with insulin to resolve the symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.